Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor. A manual insulin injection was delivered and the pump supplies were changed to address bg level. Reportedly, customer was using admelog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer was instructed to consult with healthcare provider regarding bg level.